Event description:
It was reported by a vns patient's spouse that the patient has sleep apnea and it was stated the device may be affecting the sleep apnea, which was reported to be treated with a CPAP. Follow-up to the patient's previous neurologist revealed the patient was seen by the sleep clinic last sometime in 2013 and was in fact diagnosed with sleep apnea, but stated he may not have been complaint with the CPAP and she was not aware of the vns having caused any adverse effect on the apnea. She stated the patient did not show up for the last appointment at the sleep clinic. She stated she has not seen the patient since (B)(6) 2015. She stated that the family was happy with the vns as it had cut down on the medications needed and had reduced the patient's seizures. Additional relevant information has not been received to-date.